Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including infection requiring subsequent surgical intervention with testicle removal and pain. No lot number has been provided; therefore, a review of the manufacturing records is not possible. In regards to the infection, the warnings section of the instructions-for-use (IFU) states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2018, an unspecified bard mesh (bard flat mesh) was "improperly placed" within the patient to repair a hernia. It is alleged that on (B)(6) 2020, the patient "underwent the removal of a testicle due to an infection which was caused by defendants". It is alleged that until that time patient had been advised the issues were thought to be due to a cancerous, malignant mass. It is alleged that the patient suffered injuries and damages. It is alleged that the patient suffered physical, emotional and mental pain. It is also alleged that the device was defective.